Event description:
In 2007, the patient stated that her blood glucose was elevated during the day. She reported a morning blood glucose value of 181 mg/dl. She reported that she does not have blood glucose target, as she is a person with "brittle diabetes." She delivered a 1.2 unit standard bolus and then a 2.7 unit extended bolus, as she stated that she has gastroporesis. At noon, prior to lunch, her blood glucose value was 383 mg/dl. She did not report specific symptoms of elevated blood glucose. She then delivered a 5.3 unit standard bolus and then a 2.3 unit extended bolus. Around 2:28 pm, her blood glucose value was 392 mg/dl. As the patient works in a pharmacy, the pharmacist recommended that she disconnected from her infusion device and administered insulin by injection. She injected 6.0 units of humalog by syringe. At around, 5:07 pm, her blood glucose value was 113 mg/dl and at 6:24 pm, her blood glucose measured 71 mg/dl. She reconnected to her infusion device between 7:00-7:30 pm. Just prior to her call, she had delivered a 4.5 unit bolus of insulin. Troubleshooting did not find any issues with the product. During follow up the next day, she reported no difficulties with her infusion device and her blood glucose readings were in the "80's" (mg/dl). After two days, she reported that the infusion device functioned properly and she was continuing to get used to the extended bolus feature. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.